Event description:
It was reported that during the transcervical resection of a fibroid, a significant fluid deficit of approximately 6,200 milliliters (ml) occurred. Initially, fluid input and output were balanced for the first 6 liters; however, mid-procedure, the metal loop of the resectoscope fragmented and became embedded in the fibroid, complicating retrieval and necessitating continuous irrigation with additional fluid sets that were not communicated during the team brief. The number of fluid bags being used was announced, but this was not acknowledged, likely due to the critical focus on locating the missing loop. Because no one was delegated to monitor fluid balance, fluid output was not suctioned or recorded promptly during this period. After retrieving the loop and at the anesthetist's request, a pause was called to calculate fluid balance, revealing that approximately 13,000 ml had been infused with only 6,800 ml accounted for in output, resulting in the deficit. It was noted that the procedure was prolonged by greater than or at least 30 minutes. Edema was noted by the anesthetist, and the surgeon decided to abandon the procedure for patient safety. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Upon further follow up by olympus, additional information was received from the customer indicating that the procedure was an elective case and was not done emergently. The patient was under general anesthesia. The fluid used for irrigation was nacl 0.9%. The patient remained hemodynamically stable during the procedure and was noted to be acidotic only on blood gas. The patient was catheterized and kept in overnight with "fluid input/output and monitoring" and responded well without any sequelae. The patient did not undergo another procedure and did not experience any deterioration of their condition from the procedure being abandoned. There was no report of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Updated fields: b2, b5, b6, b7, h6.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The loop of the electrode was detached and missing. Based on the results of the investigation, stress problem was identified. However, the most probable cause of the complaint was not established, and the definitive root cause of the reported adverse event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.